Event description:
A patient reported an undercorrection following refractive surgery. Additional information was requested, but none has been provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).